Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained ilet user experienced hypoglycemia, with blood glucose reported at 45¿50 mg/dl and out of range overnight, after which the user decided to discontinue use and return the device. Symptoms included hypoglycemia and confusion. Outcomes included self-treatment with oral glucose sources, including juice and glucose tablets, without the need for outside assistance or medical intervention. Investigation included collection of event details and device use history through complaint handling. Investigation of this case revealed no device alarms beyond expected low-glucose notifications and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear.